Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2019. The reason for the surgery is unknown.

Manufacturer narrative:
Narrative updated and the patient code and device code were updated accordingly. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the reason for surgery was an uncomfortable shocking sensation at the ipg site.